Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 32 x 2.50mm taxus¿ liberté¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. Bumper tip profile/outer diameter (od) is too large. The tip od was measured and was within specification. The struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks along the device¿s hypotube or outer however it was noted that the shaft polymer extrusion was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).